Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, a crack in the adapter was noticed at the end of a case. No incidence occurred as a result of the crack in the housing and unit with the powered handle performed as normal throughout the case.

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one photograph and one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the returned device, and a pmv evaluation of the returned device. Visual inspection of the adapter noted that the adapter body was cracked. During functional testing, the unload button was unable to be depressed. The root cause for the crack in the adapter housing is due to rough handling of the adapter by the user. The file was concluded to be a misuse of the product for the reported condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one photograph of one adapter sent by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and a pmv evaluation of the returned photos. The photo shows an adapter with a cracked adapter body without the physical product, a root cause could not be reliably determined. A probable root cause for the damage may be drop damage or mishandling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.